Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Results: bd received one sample from the customer in support of this complaint. The failure mode was observed in the sample provided. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. During the investigation of the tubing a 2mm rough gash was identified. The positioning of the pinch clamp was not consistent with the positioning of the gash, and therefore unlikely to have caused the defect. The defect occurred during the infusion of the third bottle, [but functioned normally during the initial use. The returned product was found to not be within specification, but the defect was determined to not be related to the factory and the factory was unable to determine a root cause for the defect. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.